Manufacturer narrative:
Patient weight not made available from the site. On 03/17/2016 a medtronic representative, following-up at the site, was informed that the navigation system becomes unresponsive while placing electrodes using an articulating arm, however, after a system re-start all is ok. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
The customer imports scans from a third party software which is called epinav. A site representative reported that their navigation system becomes unresponsive, then after a system re-boot, normal function is restored and it works fine. No further details regarding this behavior, or at what step it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Manufacturer narrative:
Analysis of the log files found that the logs do not contain anything that specifically indicate why the system became unresponsive, however, the symptom is consistent with an existing software investigation documented in a medtronic navigation software anomaly tracking database.